Event description:
The patient reportedly experienced intermittency between her external equipment and the implant, followed by a loss of lock. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.